Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, the cuff degassing event happened. The event occurred during patient in use/dose. There was no adverse event.

Manufacturer narrative:
B5: revised h3: one device was returned for evaluation in used condition. Additionally, a photo of the product defect was provided. Visual inspection identified a tear in the cuff. The investigation noted that the most probable cause of the reported issue is contact with sharp edge which is in conflict with instruction for use of the device. A lot history review could not be performed as a lot number was not available.

Event description:
It was reported that during use, cuff degassing occurred. No patient harm/adverse event was reported.